Event description:
Consumer stated she used the tooth brush for a week. She felt bristles in her mouth and realized that the brush was falling apart. She said, "I literally made myself throw up because this product was going into my side." She believes she also swallowed some of the bristles. Consumer was refunded for the product and the toothbrush was returned for review.